Event description:
It was reported that (1) device was used during a sigma procedure. It was reported by the affiliate that the lcsc5 emits n0ises and then no function. Another device was used to complete the case. There was no consequence to the patient.